Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "injector externally intact, usual insertion of visco and "wing" squeeze, the advance and injection went a bit difficult. In the anterior chamber it became apparent that the iol had left the injector tip transversely, an optic segment was missing and there was a leaking tear". The rayone aspheric rao600c iol was explanted and exchanged during the original surgery session. The verbatim report received states "the advance and injection went a bit difficult". This might suggest that the lens had become trapped in the injector during injection. Within the "use of rayone" section "fig 7" it states "if excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". The product has been retained and is being returned to rayner for evaluation. The results of the product inspection performed will be provided in a follow-up report.

Event description:
On (B)(6) 2022, rayner received notification of an event that occurred at a healthcare facility in germany during use of a rayone aspheric rao600c. The event description provided states "injector externally intact, usual insertion of visco and "wing" squeeze, the advance and injection went a bit difficult. In the anterior chamber it became apparent that the lens had left the injector tip tranversely, an optic segment was missing and there was a leaking tear".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "injector externally intact, usual insertion of visco and "wing" squeeze, the advance and injection went a bit difficult. In the anterior chamber it became apparent that the iol had left the injector tip transversely, an optic segment was missing and there was a leaking tear". The rayone aspheric rao600c iol was explanted and exchanged during the original surgery session. The verbatim report received states "the advance and injection went a bit difficult". This might suggest that the lens had become trapped in the injector during injection. Within the "use of rayone" section "fig 7" it states "if excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". The injector was returned dehydrated in the blister tray, the flaps were closed, and the plunger was retracted. Evidence of viscoelastic use was observed within the injector. The injector was disassembled to facilitate further inspection. A small tear was observed in the middle of the plunger soft tip. No iol was present; however, a piece of iol haptic was found stuck in the nozzle. The piece of lens haptic was removed from the nozzle, the injector was re-assembled and 1x rao600c +25.0 d from rayner's stock was loaded and injected as per the IFU. Injection was successful with no damage to the lens or injector post injection. The product testing performed confirms the device performs as intended. The fragment of lens haptic found within the nozzle is indicative of the plunger overriding the lens during injection which may explain the damage to the lens following its delivery; however, this could not be replicated during returned product testing.

Event description:
On 23rd august 2022, rayner received notification of an event that occurred at a healthcare facility in germany during use of a rayone aspheric rao600c. The event description provided states "injector externally intact, usual insertion of visco and "wing" squeeze, the advance and injection went a bit difficult. In the anterior chamber it became apparent that the lens had left the injector tip tranversely, an optic segment was missing and there was a leaking tear".